Manufacturer narrative:
A review of the device history record shows that the product was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of this customer¿s complaint could not be determined as a sample was not returned; however, it should be noted that a system message displayed is related to the console and not the fluidic management system. No further information was able to be obtained from this customer in regards to the console. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a system message was displayed and the fluid did not flow during six to seven procedures on the same day. After the procedures were completed, the system was powered off and the "system was fixed". There was no known harm to the patients. Additional information has been requested but not received to date.